Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that their ins was not holding a charge and he could not turn his stimulation on. Patient would charge his ins every day but he would go to turn his stimulation back on with his patient programmer (pp) and the pp showed he needed to charge his ins. It was reviewed with patient that if the recharger (insr) loses connection with the implant the charging session may end. Patient stated that he had a high and low hernia, and used a hernia belt. Patient preferred to use his hernia belt to hold his insr antenna in place because it was tight. Patient noticed it also seemed to take twice as long to charge and he was charging twice as often. During the call, patient confirmed seeing the charge ins warning screen on his pp. Also, the pt successfully started the charging session with 6 coupling boxes. When placing the insr antenna on his back, patient mentioned he had a lot of scars on his back. Patient stated the 1/4 ins battery section was flashing. It was reviewed with patient that the ins required enough charge to be able to turn stimulation on. Patient was recommended allowing the ins to charge for a couple hours, until at least the 1/4 section was solid, then try turning the ins stimulation on. And to call back if the ins battery did not progress after a couple of hours and/or if he was still unable to turn on his stimulation. Patient was also sent adhesive disks. Event date was asked but unknown. No further complication were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated his ins went into od sometime around 2018.